Event description:
Patient received the three weekly injection series of synvisc -hylan g-f 20-. The 2009 date is for the second in the series of three injections. The patient received synvisc bi-laterally in the knees. Due to no diminution in her knee pain at week 2, the patient was also provided with a "medrol dose pack' of oral steroids lasting 7 days, and her knees were drained, bi-laterally. After the third injections of the series, the patient's bi-lateral knee pain and swelling progressively increased. Patient was now not on oral steroids. After about 5 days, the patient's knees were again drained, bi-laterally, yielding 50cc left and 40cc right. Patient was directed to use oral nsaids and seems to be slowly improving, pain and swelling are improving. Patient also received a short course of physical therapy, to hopefully aid in her recovery from this adverse reaction. From manufacturer's website - "synvisc-one -hylan g-f 20- and synvisc -hylan g-f 20- are used to relieve knee pain due to osteoarthritis. They are for patient's who do not get enough relief from simple painkillers such as acetaminophen, or from exercise and physical therapy. Synvisc-one and synvisc are generally well tolerated. However, they may not work for everyone. The side effects most commonly seen when synvisc-one or synvisc is injected into the knee were pain, swelling and/or fluid buildup in or around the knee. Cases where the swelling is extensive or painful should be discussed with your doctor. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis. Event abated after use stopped or dose reduced: yes.